Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). .device by manufacturer: on 15-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the problem and replaced the flat cable, cleaned up bf rotor, cleaned and freed 2 stuck rings, performed alignments for cup transfer x, y, and x at bf incubator .fse also adjusted wash probes 1-4 with cup tool so probe is centered in cup, removed bf tip from wash station, lubed bf rotor bearings, ran cup transfer evaluations and it passed. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was cup dropped in bf incubator.

Event description:
On (B)(6) 2016, a customer reported error 4491 bf table rotation error/ bf probe is seated / all set home / reboot/ results in error 4497 bf home sensor failure with their aia-2000st analyzer. The customer is unable to run afp, pth, bhcg and ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, pth, bhcg and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.